Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this lead was attempted to be implanted for left bundle branch area pacing (lbbap). However, the lead failed to capture at an output of 4v and the impedance measurements were high, out-of-range at greater than 2,500 ohms. The lead was not implanted and will be returned for analysis. No adverse patient effects were reported.